Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40501r2086) was inserted and leaflets were grasped. During the removal of the lock line (ll), it was noted that the ll got stuck. Therefore, the physician decided to remove and replace the clip. An additional xtw clip (40506r1069) was inserted and deploy on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). In an attempt to stabilize the slda, an additional clip was inserted. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was concluded. Tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.